Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found collet sleeve stuck in the reported problem area of the pipetter assembly. Fse cleaned the collet sleeve, replaced collet, and replaced cable 70, the instrument was inspected, tested without further problem, and returned to service.